Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement with two proglide devices were attempted in the right common femoral artery (rcfa) and the sutures of two proglide devices were successfully placed in the left common femoral artery (lcfa) using the preclose technique. The arteriotomy was 6f. Reportedly, in the rcfa when pulling the plunger back the device "did not suture." The sutures of two proglide devices were then successfully placed using the preclose technique. The sheath was upsized to 18f for the aaa procedure. The aaa procedure was completed and the successfully placed sutures in the lcfa and rcfa achieved hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Although a cuff miss was not confirmed, a suture detachment was found that would likely result in a suture retrieval issue, and would appear similar to needle to cuff miss, therefore, the reported complaint is confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties and additional treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.